Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed intermittent issue on display monitor of flexvision. To resolve the issue fse replaced the monitor and reconfigured it. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's flexvision monitor was intermittently shutting off during a case. The device was in clinical use at the time of the event. There was no harm reported. Philips has started an investigation of this complaint.